Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the ise buffer valves were defective. The fse replaced the ise buffer valves to resolve the issue. The fse performed calibration, quality control, and patient samples, which all passed. The fse verified the analyzer resumed normal operation. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The erroneous results were not reportable out of the laboratory. The customer repeated the patient sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the initial results for one (1) patient.